Event description:
A patient rpeorted experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 36 compared to the lab's 117 mg/dl. Tests were done within 10 minutes. Patient's applying blood technique incorrectly. Patient did not experience any adverse events. No further information has been reported.